Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantation, the implantable cardiac monitor (icm) became dislocated in the patients body many times. It was further reported the doctor tried to relocated a number of times. The icm was explanted. No patient complications have been reported as a result of this event.